Event description:
A patient underwent bronchoscopic lung volume reduction for the treatment of emphysema on (B)(6) 2024. A total of six spiration valves were placed in the patient's left lower lobe at the following locations: four 9mm valves (svs-v9-00) were placed, one each at lb6, lb8, lb9b, and lb10b; two 5mm valves (svs-v5-00) were placed, one at lb9a and one at lb10a. On (B)(6) 2024, thirteen days after the initial placement procedure the patient returned to the clinic for post procedure follow up. He reported experiencing shortness of breath. A chest x-ray was performed and demonstrated good atelectasis of the left lower lobe, but also showed the presence of small to moderate pleural effusion. A point-of-care ultrasound was performed to confirm effusion and again small to moderate in size was observed. Thoracentesis was performed on (B)(6) 2024 in an outpatient visit to drain excess pleural fluid from the pleural space. The removed fluid was sent for culture, chemistry, and cytology. The pleural fluid analysis demonstrated exudative eosinophilic dominant effusion, culture negative. The patient tolerated the procedure well with no complications. On (B)(6) 2024 the patient returned to the clinic for a one week follow-up with chest x-ray. The patient reported he was not feeling well with complaints of coughing, lower oxygen saturations (88-90%), and fatigue. Chest x-ray demonstrated a large left hydropneumothorax. The patient was sent to the emergency department for chest tube placement and the patient was hospitalized. The next day (B)(6) 2024), the chest tube was removed. The patient was discharged home with a short course of antibiotics and steroids. The physician indicated that the shortness of breath and pleural effusion were not device or procedure related. The physician also noted that the hydropneumothorax was a continuation of the original event of shortness of breath, which had been exacerbated by the thoracentesis. On (B)(6) 2024 the patient presented back to the office with another hydropneumothorax and was admitted to the hospital again. A new chest tube was inserted to treat the hydropneumothorax. On (B)(6) 2024 the patient was treated with a dose of tpa/dornase to help drain the effusion, and moderate success was noted. On(B)(6) 2024 the chest tube was clamped and then removed the next day (B)(6) 2024 with no reoccurrence of the hydropneumothorax. On (B)(6) 2024 the patient was discharged home without incident.